Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: enclosure top left chipped, screen black during pre eval and missing feet. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, there were no significant events in the error log. There were findings of a damaged screen. It was recommended to replace the lcd screen to address the issue. Additional cosmetic findings: front enclosure is cracked and needs to be replaced; missing feet need to be replaced. The device cannot be tested due to the broken lcd screen. The customer does not want any repairs done to the unit. The inlet air path assembly and removable air path foam were replaced per remediation.   The device did not pass testing.